Event description:
It was reported that during fistula plasty treatment procedure, a balloon rupture occurred. The target lesion was located in the non tortuous and non calcified "brachial artery-cephalic vein." The 10.0x40, 75cm mustang balloon was advanced to the lesion and inflated above 24atms and ruptured circumferentially. The device was removed intact. The procedure was completed with an unspecified balloon. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during fistula plasty treatment procedure, a balloon rupture occurred. The target lesion was located in the non tortuous and non calcified "brachial artery-cephalic vein". The 10.0x40, 75cm mustang balloon was advanced to the lesion and inflated above 24atms and ruptured circumferentially. The device was removed intact. The procedure was completed with an unspecified balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: initial examination of the returned device noted that it was returned within a sheath and over a 0.035 inch guide wire. It was noted that the balloon material was torn both circumferentially and longitudinally. The circumferential tear was located at approximately 40mm distal to the proximal transition zone. It was not possible to remove the guide wire from the device. It was not possible to remove the device from the sheath. It was noted that the single lumen shaft was severely stretched. The shaft of the device was stretched for a distance of 86mm 650mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "balloon pressure should not exceed the rated burst pressure." (B)(4).